Event description:
It was reported that the patient presented to the emergency room due to cardioembolic ischemic stroke three days post-op from implant of implantable cardioverter defibrillator (ICD). The patient was admitted to the hospital, treated and later discharged. The device remains in use. The patient is enrolled in the avoid delivering therapies for non-sustained arrhythmias in ICD patients (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.